Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The no delivery test could not be performed due to no button response. The device also had a cracked case window display corners and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during prime and then the buttons would not respond. The blood glucose at the time of the incident was 251 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.